Event description:
Drager babylog 8000 ventilator alarmed. Display read malfunction error 806. Removed ventilator from pt and replaced with another ventilator. Flow sensor "inop". Vent sent to in-house biomed dept for evaluation. Drager called to evaluate ventilator.